Event description:
It was reported that, crack found on needle hub during taking blood test. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a fluid leak near the needle housing was inconclusive due to the sample condition. A single photograph of the implicated 20g safestep safety infusion set was returned for evaluation. The needle housing had been circled indicating the implicated region of the device. No obvious cracks were seen within the needle housing or tubing. No leaks of fluid were visible in the returned photograph. Functional testing and microscopic examination could not be conducted without receipt of the physical sample. As the submitted photograph did not contain enough information to confirm the event or identify a specific root cause, this complaint will be recorded as inconclusive. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that, crack found on needle hub during taking blood test. No other information was provided.